Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture".

Event description:
Healthcare professional reported unknown side "rupture". Healthcare professional additional reported "edema". The device has been explanted. This relates to the right side record.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, calcification in the shell, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior, crease fold and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress marks in the shell.

Event description:
Healthcare professional reported unknown side "rupture". Healthcare professional additional reported "edema". The device has been explanted. This relates to the right side record.